Event description:
The patient was a female. There was no calcification and only light vessel tortuosity in the target lesion. The rate of stenosis was 0%. While changing blood flow for a reservoir placement in the gastro duodenal artery, a boston scientific coil got stuck in the microcatheter (mc). While the physician advanced the coil into the mc, he felt large resistance. He could not advance the coil further. The physician withdrew the mc and the coil together, but there was no information as to whether or not the target lesion was lost. The physician used a new mc and a new coil to complete the procedure successfully.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.